Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was being flushed for channel check after washing, the tip of syringe broke off into flush channel. The issue was found during reprocessing. There were no reports of patient harm. During evaluation of the returned device, it was found that the evaluator was unable to perform a dunk test due to unusual restriction in the channel and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of tip of syringe broke off into flush channel was confirmed. In addition to the unable to perform a dunk test due to unusual restriction in the channel finding, the additional evaluation findings are as follows: chip on lens 2x, and crack and discoloration on both sides of the bending suction cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3/h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the grip cover unit gl9941 was inclined by impact or other influence, which caused loss of space between the switch 3 and shaft for its keytop inside the control unit. As a result, the switch 3 was always in pressed state. However, no definitive root cause could be determined. The event can be detected by performing the following inspection in step 3.2 of the instructions for use (IFU) prior to use. 3.2 ¿inspection of the endoscope¿ olympus will continue to monitor field performance for this device.